Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 29) with multiple cartridges during the load process. Customer's blood glucose level was 247mg/dl. Reportedly, the customer successfully loaded a new cartridge and continued to use the pump for insulin therapy.